Manufacturer narrative:
The insulin pump passed the self test and the reset error test with no alarms. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner corners, a cracked display window, cracked belt clip slot, cracked battery tube threads and minor scratches on the display window. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a reset error. The blood glucose reading was over 300 mg/dl. The alarm history was checked and a reset error alarm was found. The customer was unable to clear the alarm due to the buttons becoming unresponsive. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.